Event description:
Child with asthma prescribed mdi to use with yellow aerochamber with mask in 1999. When brought to office the flap on exhale valve was absent, causing little of medicine in chamber to be actually inhaled. Family and child deny removing it.